Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to improper placement of the electrode array. The patient was reimplanted with another manufacturer's device during the same surgery. The manufacturer became aware upon receipt of the explanted device on (B)(4) 2013.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
(B)(4).